Manufacturer narrative:
Leak testing was performed by attempting to inflate the balloon from the returned device with water which revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, which is approximately 1.5 mm from the balloon proximal neck. The review of the lot history record (f1530908) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed which showed the presence of peripheral vascular disease (pvd)/calcium in the vicinity of the access site. It should be noted that per the mynx ace instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynx ace vascular closure device, the balloon lost pressure. It was noted that at prep, the black marker on the inflation indicator was fully exposed. Manual compression was applied for 20 minutes to achieve hemostasis. No therapy was given as a result of the mynx event. The patient's hospitalization was not prolonged due to the mynx event. No further information is available. Procedure type: peripheral.